Event description:
It was reported that during a lap cholecystectomy procedure, the devices locked up and the jaws had to be forced open. The clip was malformed. Another device was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.